Event description:
The customer reported that the unit shut down and alarmed while in use on a pt. The customer reported there was no pt harm. Respironics service technician was not able to duplicate customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt failure. The service technician replaced the power supply to correct the reported problem. Extended shelf testing (est was completed and all tests passed per operating specs.

Manufacturer narrative:
Na